Manufacturer narrative:
The insulin pump was received with no button response and button error alarm due to flattened dome switch on escape button. The pump was received with cracked reservoir tube lip, cracked battery tube threads, scratched display window and cracked case near display window corners during visual inspection. The pump was unable to perform prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test due to keypad anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 259 mg/dl. The customer found nothing but might have laid on the pump. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The insulin pump will be returned for analysis.